Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Updated 8 july 2020 re-open. The complaint was re-opened upon receiving the patient¿s medical records. The information received did not change the original investigation report.

Event description:
After review of medical records, patient was revised to address left hip component wear and synovitis. Operative notes indicated pain and limited mobility. There was a significant degree of mild metallosis gray staining of the articular portion of the soft tissues, debrided and excised. Updated patient's initial, updated unknown hip implant(pinnacle bone screw) to screw pinn can bone 6.5x25mm depuy, updated patient harm from surgical intervention to device revision or replacement(head, liner), surgical intervention to medical device removal(screw) and update pe code from no reported product problem to implant bearing wear: metal(head, liner).

Manufacturer narrative:
Product complaint (B)(4). H6 patient code: no code available (3191) used to capture the device revision or replacement. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: unknown; dor: (B)(6) 2018; left hip.